Manufacturer narrative:
(B)(4). Report source: mw5084972. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown surgical procedure: ¿surgeon used ligaclip medium surgical clips (3) during a surgical procedure in 2016 knowing patient had severe nickel allergy. Severe reaction of pain, scar tissues and inflammation occurred due to the clips. An additional surgery was performed in 2018 to remove the surgical clips. At this time, it was noted that one clip was not closed correctly and one clipped had migrated. All (3) surgical clips were removed. Patient is still recovering but improving every day.¿